Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red marks the shape of the te pads like burns marks. There was no alleged device malfunction contributing to the irritation. The patient¿s physician stated they could end use for the skin irritation. Follow up indicated that the skin irritation improved.